Manufacturer narrative:
Beckman customer technical specialist (cts) assisted the customer with troubleshooting the device. The customer replaced the sodium measure electrode and sodium reference electrode (part number 668295) to resolve the issue. No patient demographic information (age, gender, weight, race or ethnicity) was provided. Beckman coulter internal identifier is (B)(4).

Event description:
The customer reported obtaining three (3) false low sodium (na) patient results on their unicel dxc 600 pro clinical chemistry analyzer. The erroneous patient results were not reported outside of the laboratory. There was no report of change to treatment, injury, or death associated to this event. The customer did not provide patient data or demographics.